Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via subclavian vein by using the powerport ti l/p 6 cf int wosp att sl at right chest wall. It was reported that during the preparation a blockage was allegedly found in the connecting port, preventing flushing of the catheter and backflushing. There was no patient involvement was reported.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows flushing hub connected to a syringe containing fluid, fluid was noted on the tissue surface. The provided photo was unclear. The investigation is inconclusive for the reported obstruction of flow, difficult to flush and suction issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via subclavian vein by using the powerport ti l/p 6 cf int wosp att sl at right chest wall. It was reported that during the preparation, a blockage was allegedly found in the connecting port, preventing flushing of the catheter and backflushing. There was no patient contact.